Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During pm, the biomed would get a ch error when trying to set the pm date to an earlier date failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: recommend to send in the unit for a level 1 depot repair due to the cost of replacing the logic board. Biomed will get a po and call back later. Provided 8015 battery pack and 8120 module latch part numbers. Transferred to (B)(4) for pricing.